Manufacturer narrative:
Device evaluation: service engineer evaluated the ventilator and no device malfunction or product deficiency was observed. As a precautionary measurement the main control board, which controls power supply and pressure control was replaced. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. The device was evaluated by the customer. The screen was normal and the device started ventilation. There was no anomaly observed. The device ran approximately 40 hours with no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the ht70 ventilator had generated an alarm with frozen screen and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. The nurse forcibly pressed the power off button, but it didn't respond, at the same time the nurse pressed the manual ventilation button with power switch then the device turned off. Later the device started up with failure light-emitting diode (led) lit with an alarm and displayed system error.

Manufacturer narrative:
Correction: repair was performed on (B)(6) 2018. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.